Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd safety-lok¿ blood collection and infusion set with luer adapter, the sleeve covering the npe needle failed to completely re-cover after using a blood collection tube. This resulted in blood leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. Upon evaluation of the photos, leakage within the holder was observed. However, no abnormality such as a pierced rubber sleeve or damage to the sleeve was identified. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, retention samples were selected from inventory for testing and upon completion, the customer's indicated failure mode for sleeve leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was observed. Testing of the customer samples was conducted and sleeve leakage was not observed. Additionally, testing of the retain samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.